Event description:
The hcp reported that the pt developed fever, swelling, redness, and drainage at the device pocket site. No cultures were obtained. The device system was removed and the pt treated with IV, oral antibiotics and dressing changes.